Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited failure to capture. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2024. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. Visual inspection and electrical testing did not find any anomalies. X-ray examination of the lead found the inner coil to be over torqued at the connector region.